Manufacturer narrative:
Device analysis for stimloc 082234614a revealed packaging part missing from kit. The stimloc cap was missing. Only the stimloc base and two clips were received for analysis.

Event description:
It was reported that prior to implant, the healthcare professional (hcp) found that part of the cap was missing in the stimloc package. The patient was not affected by the event.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082234614a, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.